Manufacturer narrative:
The device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of one of the provided photos shows the header and the other photo shows the cylindrical part of the housing with the label. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause for the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux h140 set, an external leak from the cap was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.